Manufacturer narrative:
The product was discarded. Therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no manufacture record evaluation (mre) review could be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a male patient underwent pulmonary vein isolation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring surgical intervention. After isolating the veins and moving from an atrial fibrillation (af) rhythm to atypical flutter rhythm, ablation of the cavo-tricuspid isthmus was initiated. During the last application when the patient passed to sinus rhythm, a peak of impedance was shown, and the cardiac tissue suffered a steam pop. Ablation was applied at 35 watts and it was detected in the echocardiogram that the patient had a cardiac effusion that increased considerably with the passage of time. Therefore, the patient required an urgent operation in the hemodynamic room. The procedure was completed. The observed high impedance issue has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote.

Manufacturer narrative:
During an internal review on may 21, 2020, the following corrections were identified for the 3500a initial report, 3500a follow-up #1 and 3500a follow-up #2. In the 3500a initial report, ¿h6. Patient codes¿ of ¿3191¿ was omitted and in the "h10. Addnl. Manf. Narrative/corrctve data" section, should have included, ¿no code available¿ represents ¿surgical intervention". In addition, identified a correction to the ¿g4. Date received by manufacturer¿ from 1/22/2020 to 1/21/2020. In the 3500a follow-up #1, under ¿h1. Type of reportable event¿ we reported ¿death¿. However, inadvertently we did not add in "h10. Addnl. Manf. Narrative/corrctve data" section the following: "the patient did require more hospitalization time to recover from the surgery that allowed correcting the cardiac tamponade. After this surgery, the patient contracted an intrahospital infection that caused his death." Therefore, processed ¿b2. Is death¿ and ¿b2. Is hospitalization initial/prolonged¿ and in ¿h6. Patient codes¿ added ¿death¿. In addition under the 3500a follow-up #1 inadvertently did not add the lot number, manufacturing record evaluation ,the weight of the patient, and physician information. Therefore, added "d4. Lot", "h6. Method codes" for the manufacturing record evaluation of "3331", "a4. Weight of the patient, ¿e1. Initial reporter title¿, "e1. Initial reporter first name¿, ¿e1. Initial reporter last name¿, ¿e2. Health professional?¿, and ¿e3. Initial reporter occupation¿; and should have included in ¿h10. Addnl. Manf. Narrative/corrctve data¿ the following: "e1. Initial reporter phone¿: (B)(6). A manufacturing record evaluation was performed for the finished device with lot number 30262062l, and no internal actions related to the reported complaint condition were identified. In the 3500a follow-up #2, it was identified that there was a correction to the ¿g4. Date received by manufacturer¿ from 5/18/2020 to 5/5/2020. Therefore, correction to, ¿h10. Addnl. Manf. Narrative/corrctve data¿ to reflect: during an internal review on(B)(6)2020 , it was noticed that the manufacture date and expiration date were omitted in error. Section d4 expiration date has been updated with 7/30/2020 and section h4 manufacture date has been updated with 7/31/2019. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on 5/18/2020, it was noticed that the manufacture date and expiration date were omitted in error. Section d4 expiration date has been updated with 7/30/2020 and section h4 manufacture date has been updated with 7/31/2019. Manufacture reference no: (B)(4).

Manufacturer narrative:
It was reported that a male patient underwent pulmonary vein isolation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring surgical intervention. Additional information was received on 2/27/2020 indicating the event occurred during the ablation phase. The transseptal was performed with brk 71cm needle (st. Jude). The physician¿s opinion on the cause of this adverse event is unknown. The irrigation was set to 17ml/min. There were no error messages displayed on biosense webster equipment. Dashboard, vector and visitag modules were used for contact force visualization. The visitag stability settings were 3mm/3s, fot25 3 g, tag size 3mm, surpoint as additional filter and tag index for coloring option. The max impedance value for cut off was 250 ohms, no exceeded value during that application. The physician stop the ablation with the pedal. No ablation was delivered over the cut-off value. The generator was in power control mode, temperature cut off =40 and impedance cut-off= 250. Carto 3 system and a st.jude brk transseptal needle were added to concomitant products. Manufacture reference no: (B)(4).